Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to b.5 and h.6: it had not been confirmed that surgery occurred as scheduled on 18nov2022 in previous medwatch submission.

Event description:
Patient reported right side "rupture." The device has been explanted and replaced.

Event description:
Patient reported diagnostic findings for right side as "fluid collection", "internal and external capsular rupture", and "a malignant neoplasm of unknown breast".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture." Patient reported diagnostic findings for right side as "fluid collection", "internal and external capsular rupture", and "a malignant neoplasm of unknown breast".the device has been explanted and replaced.